Event description:
This 55 year old patient hadplaced in 1975 silicone gel implants after bilateral mastectomies, because of recurrent capsular contractures she had implants removed and replaced in 1976, 1977, 1978, 1979 and 1981. She developed problems with arms soon after the implants. She noted weakness with pain. She continued to develop problems and as a result has decided to have the right capsule and implant removed. The patient had a right periprothetic capsulectomy with removal of the implant. The implant was nicked upon removal but other wise was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.